Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that there was a loss of stimulation and the settings not available message appeared on the controller. A factor that might have led or contributed to the issue was the report that the patient was reaching for an item off from a high shelf. The rep checked impedances and it was revealed that electrodes 0 & 2 were the only available electrodes they could see. When the rep reprogrammed using the two available electrodes, they were successful in capturing bilateral coverage from the waist to the toes. There were no further complications reported or anticipated.